Manufacturer narrative:
Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -8.00/2.50/081 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022; as a replacement lens to a previous low vault with rotation issue. The patient now has refractive surprise; and refractive change over time. The lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: b5: "the lens was explanted on an unknown date" should be added for correction. Claim# (B)(4).

Manufacturer narrative:
Additional information: d9: return date: 12-apr-2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim#(B)(4).